Manufacturer narrative:
Initial.

Event description:
It was reported that blood glucose rose to approximately 300 mg/dl after the patient ate two oranges announced as a second lunch, and the patient administered a manual subcutaneous dose of fast-acting insulin while still connected to the ilet; the reason for the elevated glucose was unclear and no unannounced carbohydrates were reported. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.